Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro silicone boot started to come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot hospital record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).